Event description:
It was reported that a patient experienced discomfort due to movement of the implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient described a sensation of the device moving when lying on their side and noted that the device had started to cause discomfort a couple of months prior. The patient had not used the stimulator since implantation, as they did not feel the need for it after surgery. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.